Manufacturer narrative:
A pump mechanical issue was reported. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was not functionally tested due to contamination. The allegation of a pump mechanical issue could not be confirmed.

Event description:
It was reported that due to a dimpled pump the patient had his inflatable penile prosthesis (ipp) pump removed and replaced. It was further reported that the when the patient pressed the pump, the pump stayed flat. This occurred 2 weeks ahead of surgery and the patient got well after this surgery.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a dimpled pump the patient had his inflatable penile prosthesis (ipp) pump removed and replaced. It was further reported that the when the patient pressed the pump, the pump stayed flat. This occurred 2 weeks ahead of surgery and the patient got well after this surgery.